Event description:
The patient reported her blood glucose was 360-430 mg/dl on the day of the report and in the 200 mg/dl range the previous day. Her normal range is 140-180 mg/dl, and she bolused to treat hyperglycemia. She noticed the infusion headset had leaked insulin and the adhesive was wet, and she replaced the infusion set. The infusion set was discarded and will not be returned for evaluation. Follow-up was completed with the patient on (B)(6) 2014. She reported her blood glucose returned to her target range after the infusion set was changed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Manufacturer narrative:
The complaint cannot be verified. No sample was received for examination. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. Device was not returned to manufacturer.